Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia leading to diabetic ketoacidosis on (B)(6) 2019 and insulin pump had a blank display with blood glucose of 1033 mg/dl. The customer¿s blood glucose level was 400 mg/dl and 525 mg/dl. The customer was treated with insulin. Customer has been using insulin pump system within 48 hours of reported high blood glucose events. The customer declined troubleshooting for blank display. The customer was advised to discontinue the use of insulin pump and revert to back up. The insulin pump will be returned for analysis and the sensor and the reservoir will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. Pump received with normal operating currents. Insulin pump monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).